Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, the patient's lower extremities had erythema and edema. A dvu scan was done and found to be negative for deep vein thrombosis (dvt). The patient was then started on bactrim 7-10 day course for treatment of cellulitis which improved over time. It was also reported that the patient had heart failure. Patient presented to sparrow hospital on (B)(6) 2018 with complaints of weight gain of 7-8lbs despite medications to decrease extra fluid in the body (torsemide and metolazone). Patient was given 80mg and 160mg (x2) of lasix IV and then started on lasix 60mg/hr continuous IV and aggressively diuresed. Patient was transitioned to her home oral diuretic regimen with appropriate response. The patient's weight remained elevated but brain natriuretic peptide (bnp) decreased and patient was responding to oral diuretics with symptomatic improvement. Patient was discharged home with instructions to continue torsemide 200mg twice a day and take metolazone 2.5mg as needed for weight gain 3 or 5 lbs in a week.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported infection and patient condition as well as a direct correlation to heartmate3 lvas, serial number (B)(6), could not conclusively be determined. The account communicated that the patient¿s lower extremities had erythema and edema. The patient was started on antibiotics for treatment of cellulitis which reportedly improved over time. Additional information indicated that the patient had complained of weight gain upon admission despite current diuretic medications. The patient was treated with more diuretics and reportedly responded to oral diuretics with symptomatic improvement. The patient was discharged with instructions to continue diuretics for weight gain greater than 3 or 5 pounds in one week. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists localized, driveline, and pump pocket or pseudo pocket infection, as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. The current heartmate 3 lvas IFU lists localized, driveline, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides care instructions regarding preventing infection. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.